Event description:
It was reported that this electrode was suspected to have fractured and was oversensing noise. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the electrode was performed. A resistance test performed indicated intermittent measurements which were consistent with a conductor fracture. An x-ray performed confirmed a fracture of the sense a cable approximately 11 centimeters from the terminal end. This type of fracture is consistent with cyclic fatigue. The allegation made against the electrode was confirmed via analysis.

Event description:
It was reported that this electrode was suspected to have fractured and was oversensing noise. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported. This product is expected to be returned back from the field for analysis. This report will be updated upon completion of analysis.